Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
N/a.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 was opened and noticed that the tip was broken off. There was no contact with the patient yet. Patient was in the or; however, the device was not used on the patient. Another vh-4000 was use to start and complete the case. No injuries.